Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, the customer¿s blood glucose (bg) level was ¿high¿, specific value was not provided. Reportedly, customer has not addressed his high bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.